Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had cuts on them and unresponsive. Customer stated that buttons had delayed response. Customer stated that they received unexplained blocked insulin flow alarms. Customer stated that insulin pump had frequent blood glucose level request even after they calibrated. No harm requiring medical intervention was reported. The device will not be returned for analysis.